Event description:
It was reported that during an unknown procedure, the clips were scissoring and the device was spitting clips. No patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.